Manufacturer narrative:
(B)(4). The analysis results found that the device was received empty, locked out and with the left jaw ramp broken. The damage at ramp is most likely occurring when torque is applied to the end effector which is preceded from a potential surgery device cleaning process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned. Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? ---no if so, when? Did anything unexpected happen prior to this incident? ---there was a possibility that the jaws took in the target tissue before the clip was fed. Was the device fired after this incident in or out of the patient? ---yes.

Event description:
It was reported that during an unknown procedure, the force of grasping the trigger was higher than expected and the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.